Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. The right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in three pieces. The connector portion measured 13.0 cm, middle portion measured 4.4 cm, and the distal portion measured 46.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.